Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  UDI: (B)(4) investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a 26mm sapien 3 valve in a pre-existing 21mm mitralflow valve in a 16mm conduit, the commander delivery system balloon did not inflate. It was perceived that during alignment, the balloon may have 'ruptured'. The entire system was removed over the wire without consequence to the patient. The second 26mm sapien 3 valve that was deployed landed in the ¿wrong spot due to operator error¿. The conduit interfered with the deployment and pushed the valve too low. There were no equipment issues/malfunctions. A 23mm sapien 3 valve was deployed inside the 26mm sapien 3 valve. The patient is currently stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-02950.

Manufacturer narrative:
The delivery system was returned after use in the procedure. The delivery system was fully inserted through an 18f certitude sheath and a valve was crimped on the inflation balloon. The devices were separated for decontamination and evaluation. The delivery system was visually inspected and the following was observed, crimp balloon torn proximal to I/c bond with balloon wings flared out and distal balloon bunched, gouges on flex tip, valve is irregularly crimped/pinched. Due to the condition of the returned device (balloon torn), no functional testing was able to be performed. Double wall thickness measurements were taken on the crimp balloon along the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. The measurements meet the double wall thickness specification. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint. Review of history for the lot revealed no additional complaints for ¿balloon ¿ torn¿. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category of ¿damaged¿. No instructions for use (IFU) or training deficiencies were identified. Inspection during manufacturing support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented: · per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. · residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. At this time, a definite root cause cannot be determined. However, available information suggests that patient/procedural factors contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿balloon ¿ torn¿ was confirmed. A definitive root cause was unable to be determined. No manufacturing non-conformance were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed.